Event description:
Information received indicates, one of the side rails will not latch.

Manufacturer narrative:
The technician found fluid in the latch assembly preventing the side rail from latching.